Manufacturer narrative:
This report is submitted on november 17, 2022

Event description:
Per the clinic, the patient experienced a heating/burning sensation and pain at the implant site and the site is red and oozing. There was no signs of infection around the incision and the site was overall healthy aside from a slight scab at magnet site. The patient was treated with several rounds of antibiotics however their remains skin breakdown over the osia coil area. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient.